Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report. Same patient as MDR 9610622-2012-00320 and 9610622-2012-00322.

Event description:
On (B)(6) 2011 gamma3 long nail operation was performed. On (B)(6) 2012 the distal screw broke without clear cause. On (B)(6) 2012 the nail was broke without the clear cause. The fracture seems to be non union. On (B)(6) 2012 revision will be performed. The patient has epilepsy. But it has not influenced this case.